Event description:
I had an abdominal hernia surgery a year ago. It was repaired with a mesh. Immediately following surgery I was in severe pain. My doctor kept telling me it takes time. I also had a larger lump on my stomach than before my hernia surgery. I went back to my doctor several times but she always made me feel like I was making a big deal out of nothing. I eventually thought maybe it was something else that was hurting me so I started going to a stomach doctor, a colon doctor, etc. Each doctor did some kind of test on me that nothing showed up on. I also was in so much pain that I went to the emergency room for the first time in my life and they did a cat scan which nothing showed up on it. Eventually I ended up back where I started a year later. During this year I was in a lot of pain and was sick all the time. I am normally a very healthy person that rarely even catches a cold. Every single time I was around my grandchildren I would get sick for a week. I just was not well and I was hurt. I went back to the person that did my hernia surgery again and I told her you have to help me, I don¿t know what else to do. She told me that she would do an exploratory type surgery and if she saw a new hernia she would repair it but she also told me that there was a good change she would not find anything so I worried that maybe I shouldn't do it. I decided I had to take a chance because I couldn't keep feeling this bad. I was told the surgery would be about an hour and it ended up being over 3 hours. It's been two weeks and I still don't know what happened. I went in to get the drain tube out and the dr was not there and no one knew what happened and I called to try to find out and they said I have to talk with the dr. So I have an appt in 3 weeks and I will try to find out. All she told my husband was that it was a lot more work than she thought and that I had a huge infection. So, that's all I know. I'm hoping she took the mesh out because ever since I got it I'm hurt and I am sick. I actually feel like I have something that is going to make me die. That¿s how bad I feel all the time. I am hoping that she took out the mesh and didn't put any mesh back in but at this point I don¿t know and I don¿t know what kind of mesh was put in the first time.